Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were experiencing unexplained high blood glucose. Customer stated their blood glucose was rising from 200 mg/dl. It was also found the customer was treated with insulin that was recently removed from the refrigerator. Customer stated their blood glucose rose to 500 mg/dl. Customer stated they treated their blood glucose with a bolus. Customer did not have any symptoms of high blood glucose. The customer's blood glucose was 314 mg/dl after treatment with food and a bolus. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. However, customer stated there was possible corrosion by the drive support cap. The customer was advised the insulin pump will be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.